Manufacturer narrative:
Correction report for h6: impact codes as f1010: inadequate treatment was added. If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a loss of capture. The lead was successfully replaced with a new lead due. No additional adverse patient effects were reported. This rv lead is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a loss of capture. The lead was successfully replaced with a new lead due. No additional adverse patient effects were reported. This rv lead is no longer in service.